Event description:
It was reported by the patient that they were experiencing a low pulse rate, approximately 34 beats per minute (bpm). It was further reported from a health care professional (hcp), that a junctional rhythm and/or ectopy was occurring. There were repeating patterns of ventricular oversensing and far field r-wave (ffrw) oversensing during the patient's atrial tachycardia/atrial fibrillation (at/af), however, no evidence of sensing issues on the presenting strip. The right ventricular (rv) and right atrial (ra) leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing a low pulse rate, approximately 34 beats per minute (bpm). It was further reported from a health care professional (hcp), that a junctional rhythm and/or ectopy was occurring. There were repeating patterns of ventricular oversensing and far field r-wave (ffrw) oversensing during the patient's atrial tachycardia/atrial fibrillation (at/af), however, no evidence of sensing issues on the presenting strip. The right ventricular (rv) and right atrial (ra) leads remain in use. No further patient complications have been reported as a result of this event.